Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). An incomplete device was returned for analysis. Visual inspection revealed that the wire was detached at 3.5cm from distal to proximal. The body of the wire was found bent / kinked at 142cm from distal to proximal.

Event description:
It was reported that a wire fracture occurred. The target lesion was located in the moderately tortuous left anterior descending artery. A comet ii pressure guidewire was selected for use. During the procedure, the wire could not advance in the lesion, so the device was removed, and it was noticed that the 3cm radiopaque tip was no longer attached to the wire. Everything was removed from the patient and the tip was found trapped in the distal guide catheter. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a wire fracture occurred. The target lesion was located in the moderately tortuous left anterior descending artery. A comet ii pressure guidewire was selected for use. During the procedure, the wire could not advance in the lesion, so the device was removed, and it was noticed that the 3cm radiopaque tip was no longer attached to the wire. Everything was removed from the patient and the tip was found trapped in the distal guide catheter. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).